Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd facsduet¿ sample prep that the device was not preparing samples properly. The samples are dark milky. Samples from positions: 1, 2 and 4. The following information was provided by the initial reporter that the customer reported that the device was not preparing samples properly. The samples are dark milky. Samples from positions: 1, 2 and 4. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details dirty samples.

Event description:
It was reported that while using the bd facsduet¿ sample prep that the device was not preparing samples properly. The samples are dark milky. Samples from positions: 1, 2 and 4. The following information was provided by the initial reporter that the customer reported that the device was not preparing samples properly. The samples are dark milky. Samples from positions: 1, 2 and 4. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details dirty samples.

Manufacturer narrative:
H.6 investigation summary investigation summary: include all elements under the investigation summary. ¿ scope of issue: the scope of issue is limited to part 662588 and serial #(B)(6) ¿ problem statement: the customer reported that the device was not preparing samples properly causing erroneous result ¿ manufacturing defect trend: there are no qns related to the reported issue. Date range (date of incident to 12 months back) from 09/12/2021 to date 09/12/2022 related qn(s) number: n/a ¿ device history record (DHR) review: DHR part #662588 serial #(B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ complaint history review: there are 3 complaints related to this reported complaints. Date range (date of incident to 12 months back) from 09/12/2021 to 09/12/2022. The other complaints are (B)(4) and (B)(4) in addition to this complaint #(B)(4). ¿ returned sample analysis: the complaint sample was not requested to be returned because there are no defective components. ¿ service history review: wo reviewed: wo (B)(4) install date: 09/13/2021 defective part number: n/a work order notes: traa 12.09. 10:07 a.m. Feedback from the customer: technician is no longer needed, the problem was solved as follows: customer opened the right side and found that a red hose was directly attached to the paneling and the vibrations were transmitted to the paneling, which is what caused the noise has caused. She retrapped the hose a bit and the problem is solved. The device runs without problems. => info to p&d via ms teams (B)(6) (b(6) 2022 09:35:40z: for dispatch, no leak near bulk drawer/lysis station, now and after service, customer will check if it isn't coming from right side door, but tech has to check unit on site anyway. Labeling /packaging review: (if applicable) n/a ¿ risk analysis: 0 risk management file part #10000225098, revision 01 was reviewed. Hazard(s) identified? Yes hazard ID#: 1.4.3 hazard: high vibration of the instrument cause: generated by orbital mixing or other mixing process harmful effects: impact to cytometer performance leads to incorrect result residual severity: 3 residual probability: 1 residual risk index: 3 ¿ root cause: 0 based on the investigation result, the root cause was determined to be loose red hose (waste tubing). ¿ conclusion: based on the investigation results, complaint was confirmed. The red hose was rerouted and the problem went away. O sa, pssa, CAPA, scar reference, (if applicable): _n/a o based on the investigation a CAPA is not required